Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred 9 days after sensor insertion into the arm. On (B)(6) 2024, the patient was found unconscious by her boyfriend. The patient's cgm was reading 128 mg/dl at the time, the bg meter reading could not be recalled. The patient was wearing a tandem insulin pump. The patient's boyfriend attempted to give the patient juice, but she spit it out. At this point, emergency medical services (ems) was called. Once ems arrived, the patient's bg meter reading was 28 mg/dl and no cgm comparison value was reported. The patient was treated with "IV sugar water" and recovered after treatment. The patient remained at home. Ems left the patient once she was stable with a bg meter reading of 109 mg/dl. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.